Event description:
It was reported that, during testing, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.